Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID neu_ unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was at their health care provider's (hcp's) office on (B)(6) 2015 and they increased to 3.8v. After a couple of days, the stimulation was too strong and uncomfortable, so they decreased to 3.5v. The patient's family member wanted to decrease to 3.3v as that was what the patient was at before. The patient's therapy was on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.